Manufacturer narrative:
Visual inspection determined the drill bit was not broken but too smooth due to many surgeries. This wear phenomenon can happen. The root cause of this event is wear due to multiple surgeries. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Breakage of the drill bit during the surgery was reported. There was no adverse consequence to the patient reported.